Event description:
It was reported that during the aneurysm coil embolization procedure, the physician encountered resistance while advancing the subject coil inside the distal part of the microcatheter. On withdrawal, the subject coil was detached prematurely inside the microcatheter. The prematurely deployed subject coil was removed together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the aneurysm coil embolization procedure, the physician encountered resistance while advancing the subject coil inside the distal part of the microcatheter. On withdrawal, the subject coil was detached prematurely inside the microcatheter. The prematurely deployed subject coil was removed together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient